Event description:
A customer reported that they dropped their medisense optium blood glucose meter, and as a result, their meter would not power on when the button was pressed, nor when a test strip was inserted. The customer was not able to test their blood glucose, and then began to feel dizzy and lightheaded. She reported losing consciousness while driving a car. She reported drinking a milkshake in order stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.